Manufacturer narrative:
On (B)(6)2021 customer alleged the insulin pump having failed battery test alarm. Device received with blank display. Unable to perform the displacement test, operating current tests, self-test, a21 error test and off no power test or verify failed battery test alarm due to blank display. Cut and open to perform visual inspection found no moisture damaged electronic assembly, motor, vibrator during visual inspection. However, found missing battery tube spring that is cause blank display. Used out test case to perform download pump history. Unable to download pump history using thds. Swapping out test board confirms unable to download pump history is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Device had cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Unable to confirm failed battery test alarm due to blank display. Blank display due to missing battery tube spring. Unable to download pump history using thds, problem isolated to mother board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer was assisted with troubleshooting but, battery failed alarm recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.